Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were 135 mg/dl at the time of the incident. The customer stated that the insulin pump alarm reoccurred multiple times recently. The customer stated that the insulin pump had a sound anomaly as well. Troubleshooting was not provided. The alarm was not cleared. The insulin pump will return for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement and self tests. Software was downloaded to the device successfully. No unexpected audio/vibrate anomalies / absences or hardware low level failures alarms were noted. (B)(4).